Event description:
It was reported that the lead was capped due to pacing lead impedance measurement issue.

Manufacturer narrative:
Analysis confirmed the high hv lead impedance issue, which resulted from a lead anomaly. The device was tested on the bench and using automated testing equipment; no device anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.